Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn : m365sc2218700; model: sc-2218-70; serial: (B)(4); batch: 17437561.

Event description:
It was reported that the patients lead were having high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted devices will not be returned as they were kept by the medical facility.